Manufacturer narrative:
As received, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Visual inspection did not reveal any anomalies. The connector pin was pulled apart from the molded connector during analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the helix and applying torque directly to the inner coil the helix was able to extend and retract. The full helix extension length measured within product specification.

Event description:
During follow-up, high capture threshold was noted and imaging confirmed the right ventricular lead was dislodged. The lead was explanted and replaced and the patient was stable with no adverse consequences.